Event description:
It was reported that the patient went to the emergency room complaining of a "vibratory alert." It was noted that the right ventricular (rv) lead impedance measure was out of range (2550 ohms), at the clinic. In the emergency room the impedance was in the 400 ohms range and the clinician was unable to reproduce an out of range measurement. There were no anomalies through isometric testing. It was further reported that another "vibratory alert" occurred and there was high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went to the emergency room complaining of a "vibratory alert." It was noted that the right ventricular rv) lead impedance measure was out of range (2550 ohms), at the clinic. In the emergency room the impedance was in the 400 ohms range and the clinician was unable to reproduce an out of range measurement. There were no anomalies through isometric testing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.